Event description:
Healthcare professional (hcp) reports transfer set with broken occluder feet. Noted during use. The home pt received a transfer set change and was treated prophylactically with vancomycin 2gm intraperitoneally. No pt injury per hcp.